Event description:
During an atrial fibrillation procedure, blood could not be aspirated although negative pressure was applied and air was noted after inserting the guidewire. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported leak and aspiration issue could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.